Manufacturer narrative:
Investigation results: the ablator was rec'd for eval and the reported problem was confirmed. A visual inspection found signs of insulation melting at the tip along with signs of nicks/cuts in this area. This type of failure can occur if the electrode comes in contact with a sharp object/instrument during use. The info for use (IFU) warns against: use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the pt. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and the adjacent metal object may result in product damage or pt and/or personnel injury. In addition, the IFU cautions the user: use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or pt burns. Settings for this device per IFU: maximum: 200 watts "cut" minimum: 50 watts "cut". Maximum: 50 watts "coag" minimum: 30 watts "coag".

Event description:
It was reported that during use of this ablator in an acromioplasty, the insulation of the tip melted and damaged the camera head. The settings on the generator at this time were 160 watts cutting and 50 watts coag. There was no report of pt or user injury and the surgery was completed as intended.